Event description:
It was reported that the patient felt like they were going to pass out they went to the doctor. There it was revealed that their oxygen concentration had dropped below 80% due to the device not providing enough oxygen. An error message was noted on the device. Patient did not have a backup device and was given oxygen at the doctor's office. Patient has received their replacement device and has no issues with it.

Manufacturer narrative:
B3: date of event is estimated. The unit was received with a report system error, which was confirmed diagnostic screen shows 02 fluctuated and data log shows 02 reading not stable. The internal 02 reading measured 87% to 90%, while the external 02 reading measured 92.2%. The issue was caused by 02 sensor failure due to 02 sensor giving false readings. Recalibrated 02 sensor to resolve the issue.